Manufacturer narrative:
(B)(4).

Event description:
It was reported that " observation of leakage at the femoral central venous catheter with leakage on the distal line." Removal of the catheter on the guidewire and replacement with a new device. Patient in severe pain due to interruption of sedation bolus administration and rupture of the closed system. The patient's current condition is reported as "unknown".

Event description:
It was reported that " observation of leakage at the femoral central venous catheter with leakage on the distal line." Removal of the catheter on the guidewire and replacement with a new device. Patient in severe pain due to interruption of sedation bolus administration and rupture of the closed system. The patient's current condition is reported as "unknown".

Manufacturer narrative:
(B)(4). The customer returned one, 3-lumen cvc catheter for analysis. No obvious signs of use were observed. Visual inspection of the catheter revealed no obvious defects or anomalies were observed. The catheter body length from the juncture hub to the distal tip measured 5 1/2", which is within the specifications of 5 1/4"-5 3/4" per the catheter product drawing. The distal extension line outer diameter measured 0.0865", which is within the specification limits of 0.0840"-0.0880" per the distal extension line extrusion product drawing. The distal extension line inner diameter measured 0.057", which is within the specification limits of 0.055"-.059" per the distal extension line extrusion product drawing. The catheter was functionally tested per the instructions for use (IFU). The IFU provided with this kit instructs the user, "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s)". No leaking or blockages were observed when the three lumens were flushed. The returned catheter was then tested per bs en iso 10555-1 section 4.7.1 (amrq-000071 rev15), which states that there shall be no liquid leakage in the form of one or more falling drops when pressurized to 300 kpa for 30 seconds. All three extension lines were individually connected to lab leak tester and pressurized to 300 kpa for 30 seconds. No leaking was observed from any section of the catheter. A manual tug test confirmed that all three extension lines were secure within their respective luer hubs. A device history record review was performed, and no findings were identified. The IFU provided with the kit informs the user, "do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations". The customer report of a catheter leak could not be confirmed through investigation of the returned sample. The catheter passed all relevant visual, dimensional/functional requirements including leak testing performed per iso 10555-1, and a device history record review did not reveal any relevant findings. Based on the customer report and sample received, no problem was found. Teleflex will continue to monitor and trend on reports of this nature.